Event description:
A report was received that prior to the permanent implant the physician discovered a dura tear and elected not to proceed with the implant. The physician was unsure how the dura tear occurred but felt electrocautery might have nicked the dura during the trial implant. The physician sewed up the tear and the patient was reportedly doing well.